Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.